Event description:
Revision due to loosening and query infection. Acetabulum and asr xl head replaced. Stem remains in situ.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar prod (or the same prod with a different prod code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.